Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when first attempting to fire the unit near the pylorus for a laparoscopic gastric sleeve procedure, the stapler did not fire and the surgeon was not able to squeeze the handle. The device locked on tissue and was removed by the surgeon opening the device. A new handle and reload was used to resolve the issue. There was no patient injury or surgical intervention required.